Event description:
Edwards received information that a 21mm aortic bioprosthetic valve, implanted nine (9) years, exhibited severe aortic stenosis and mild aortic regurgitation. Patient was scheduled for transcatheter aortic valve implantation. Edwards was later informed that patient expired at home in her sleep before procedure could be performed. Patient medical history includes coronary artery disease, atrial fibrillation, hypertension, peripheral artery disease, and left carotid endarterectomy procedure. Further investigation with the hospital revealed patient cause of death is unknown.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device remains implanted in the patient. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Should additional information be received at a later date, a supplemental MDR will be submitted.